Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary patient was not showing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing. The technical support specialist dialed into the server and reviewed patient details. It was found that the patient was assigned to unit bidply3e. According to pyxis configuration, the system is assigned to area ER only, while unit bidply3e is assigned to area 3e. As a result, the patient was correctly assigned to pyxis stations in area 3e but not in area ER. The customer reviewed the findings and confirmed case closure. The system functioned as intended after the technical support specialist verified the device.